Manufacturer narrative:
A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A stability and clinical review has been conducted and has found no indication of any product stability performance issues or clinical performance issues that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A mother reported on behalf of a (B)(6)-year-old customer who obtained higher values when scanning the adc freestyle libre sensor compared to a competitor¿s brand meter. On (B)(6) 2021, a sensor scan of 6 mmol/l with a horizontal trend arrow was reported "all night". The mother stated the customer had a seizure and a loss of consciousness in the morning. A blood glucose of 2.3 mmol/l was obtained on the competitor's brand meter. The mother treated the customer with dexamethasone and called emergency services. The customer was brought to the hospital and was provided an injection of glucose for a diagnosis of hypoglycemia. A follow-up lab glucose test of 4.8 mmol/l was then reported. No further information was provided. There was no report of death or permanent injury associated with this event.